Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary; (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There were no anomalies found in the performance data.

Event description:
It was reported that there was a discrepancy between the programmer longevity estimate and the longevity calculation model (tool). The programmer longevity estimate was 27-41 months, avg 35 months (based on 100% pacing). The estimate from the calculation model was 5.35 years (mean 6 years). No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.